Event description:
Lv thresholds was elevated and lv impedances were oor (B)(6) 2020 09:10 *lv tip to lvring lead impedance 152 o hms. (B)(6) 2020 09:00:11 " lvtip to lvring lead impedance 152 ohms. (B)(6) 2020 21:00:12 lvtip to lvring lead impedance 1s2 ohms. (B)(6) 2020 15:00:12 " lvtip to lvring lead impedance 171 ohms. (B)(6) 2020 03:00:12 ?lvtip to lvring lead impedance 1824 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).